Event description:
In late 2008, the reporter contacted lifescan (lfs) alleging that the lay patient had been having problems with his one touch ultra meter for about 2 weeks. The customer care advocate (cca) noted that the meter battery was low and the patient kept inserting test strips until he could get a reading. The reporter said the patient could not see the battery symbol on the meter display and did not know it indicated a low battery. The reporter also said, "sometimes [the patient] would just give up." He was not tested with another device. The patient was noted to self adjust insulin; the specific insulin regimen was not provided. The reporter said the patient has had several lows in the past 2 weeks; the patient was described as being shaky and incoherent and took food and/or drink as treatment. The patient's products were replaced. This complaint is reported because the reporter alleged the patient sometimes could not obtain a meter reading and experienced symptoms suggestive of hypoglycemia afterward.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.